Event description:
Impedance readings >40000 ohms were reported on electrode # 5. The dr pulled the lead through when tunneling and may have damaged this electrode. All other electrodes were within normal range. The MFR representative was able to program around the electrode. The pt had great coverage with all the other electrodes with normal impedances.